Event description:
Pt had tmj, inc tmj fossa/eminence devices implanted in both tmj's in 1998. Has had swelling, pain and dysfunction for 1 yr. Pt has drainage from right preannular area. 3 of 4 screws loose.